Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No intervention has been performed at this time. The patient was stable.